Manufacturer narrative:
H10 the onsite work order for device evaluation and repair was created and was eventually cancelled. Therefore, no device evaluation and repair were performed by philips. Upon attempting to retrieve device repair and operational status, the response stated that the device had not been repaired and has been prepared for scrapping. The alleged device malfunction could not be confirmed due to no device evaluation and repair. No product has been returned. Therefore, the root cause cannot be determined. H11: b3: date of event. G1: contact information updated. H6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
It was reported the ventilator would not boot up. There was no patient involvement.